Manufacturer narrative:
The index procedure was an elective case with the indication for the procedure being chest pain. Coronary angiography revealed an ef of 60-65%, the left anterior descending (lad) was totally occluded in the distal two-thirds of the vessel, the circumflex had minimal disease, the first obtuse marginal (om) had a 70% mid lesion, the rca had an 80-85% proximal lesion and a 95% distal lesion, the svg to the circumflex/second om was totally occluded, the svg to the rca was totally occluded, the svg to the first diagonal was diffusely diseased and had a 99% distal anastomotic lesion and the left internal mammary artery (lima) graft to the lad was widely patent. Right coronary artery (rca: the distal rca lesion was stented with a cypher 2.5x18mm stent (stent#1) at 14 atm. The ostial and mid section was stented using a cypher 3.0x33mm stent (stent #2) and a cypher 3.0x18mm stent (stent #3) at 14 atm proximal/mid and 16 atm to the ostium. The residual stenosis was 0%. Svg to diagonal graft: a cypher 2.5x8mm stent (stent #4) was implanted at 8 atm. The residual stenosis was 0%. This stent (stent #1) was implanted in the distal rca. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR. Report # 3003742446-2007-00110, #3003742446-2007-00111, #3003742446-2007-00112, and #3003742446-2007-00113.

Event description:
The report from the field indicated that approx sixteen and one-half mos (16 ?) Mos after the index procedure, the pt had chest pain and formation of aneurysms around three (3) previously implanted cypher stents. Add'l info obtained indicated the following: ejection fraction (ef) 60%; the right coronary artery (rca) had three cypher stents - the proximal and mid rca stents had a 5-10 mm gap with a 5.2 mm aneurysm in between, appeared to be undersized and had a diffuse 20% luminal narrowing; the third stent which was in the distal rca had a proximal and distal small aneurysm formation; the saphenous vein graft (svg) to the diagonal branch had a 90% in stent restenosis (isr) proximally followed by a 5.6 mm aneurysm beyond the anastomosis. The 5.2 mm aneurysm formation between the proximal and mid rca stents was reported to be probably due to negative remodeling from the drug-eluting stent. The svg to the diagonal vessel restenosis / aneurysm was treated by percutaneous transluminal coronary angioplasty (ptca/stenting using two (2) driver 2.5 x 8 mm bare metal stents (bms). The rca was not treated. The plan for treatment of the aneurysms is likely to be lifelong antiplatelet therapy due to the risk of thromboembolic disease and f/u angiography.